Event description:
It was reported that during a lap nephrectomy procedure, on the second firing, the instrument would not open. The patient had to be opened to remove the stapler. Case was intended to be laparoscopic and conversion to open was required.